Manufacturer narrative:
The adverse event is filed under ais reference no. (B)(4). Investigation results: the complained medical device was not made available for investigation. The investigation was based upon historical data analysis, event description and review of a pictures. The provided pictures show the following situation: the femoral component (nx036z) on the right-side shows bone cement adhesive on nearly the whole intended area. The tibial component (nx057z) on the right-side shows nearly no bone cement residue. The tibial- as well as the femoral component (nx058z and nx016z) on the left side show nearly no bone cement residue. The device quality and manufacturing history records have been checked for the available lot number and were found to be according to the manufacturer's specifications, valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against the affected batch number. Conclusion/preventive measures: on the basis of the current information and without the complained medical device being available for investigation, a clear root cause cannot be drawn. In the event that the complained medical device will be provided for investigation in the future, an update of this report will be provided unsolicited.

Manufacturer narrative:
The adverse event is filed under ais reference (B)(4). Investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
The patient underwent revision total knee arthroplasty of the right knee for loosening and failure of prior components. The femoral component was removed with micro-osteotome techniques. The tibia demonstrated medial-sided collapse and was reamed/broached to appropriate size. Trial components were placed, and stable fixation with acceptable flexion/extension was achieved. Final femoral and tibial components were implanted using third-generation cement technique. A polyethylene insert was placed, and the joint was copiously irrigated. The patient tolerated the procedure, was awakened from anesthesia, and transferred to pacu in stable condition.

Manufacturer narrative:
The adverse event is filed under ais reference no.(B)(6) (B)(4). Additional information: b7 patient medical history. E1 initial reporter updated.

Manufacturer narrative:
The adverse event is filed under ais reference (B)(4). Manufacturing site evaluation: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. The device history records (DHR) were reviewed for the available lot number; the device was found to be within specification at the time of production. All device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.